Event description:
While removing the umbilical arterial catheter the catheter broke off at the 13.25cm mark. The physician was notified and an xray was done. The physician attempted to remove the catheter and was unable. The infant was transferred to another hosp. Note: the infant is being transferred back today to nicu.